Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the medical doctor wanted to confirm the arctic sun device was working properly and last night they troubleshooted two devices. The target temperature was 36.5c and the patient temperature was got as low as 35.3c so they changed to a second device. They got the patient temperature up, and was maintaining, but now temperature was up to 38.1c so they resumed therapy. The patient was currently on the second device with serial number (B)(4). The target was set to 36c. The patient temperature was 38.1c, water temperature was 10c, flow rate was 2.9lpm, water level showed 5 bars, system hours were 6757.2, pump hours were 5928.3. The event log showed alert 45 (ac power lost) and alert 5 (water reservoir empty). This was not the original device that was on the patient last night, so it did not have the full therapy and alerts, or alarms included. They did not recall what the water temperature was last night. The patient condition changed so they had to work with patient and called back 15 minutes later. The patient temperature down to 37.9c at call back. Mss explained how overfill can occur and how this would lead to the water being unable to heat completely. The nurse put the device in manual mode with a water target of 40c and water temperature stalled around 30c and drained 500cc from circulation tank then the water began to increase rapidly towards 40c. Mss placed the device back in automatic mode and explained nurse how overshoot could occur and what to watch for. The device had a 0.5c allowable tolerance. They had made some adjustments to the settings for example for high and low patient alerts.

Manufacturer narrative:
Upon further review of investigation, it has been determined that this event is not reportable the device was not returned.

Event description:
It was reported that the medical doctor wanted to confirm the arctic sun device was working properly and last night they troubleshooted two devices. The target temperature was 36.5c and the patient temperature was got as low as 35.3c so they changed to a second device. They got the patient temperature up, and was maintaining, but now temperature was up to 38.1c so they resumed therapy. The patient was currently on the second device with serial number dyzby050. The target was set to 36c. The patient temperature was 38.1c, water temperature was 10c, flow rate was 2.9lpm, water level showed 5 bars, system hours were 6757.2, pump hours were 5928.3. The event log showed alert 45 (ac power lost) and alert 5 (water reservoir empty). This was not the original device that was on the patient last night, so it did not have the full therapy and alerts, or alarms included. They did not recall what the water temperature was last night. The patient condition changed so they had to work with patient and called back 15 minutes later. The patient temperature down to 37.9c at call back. Mss explained how overfill can occur and how this would lead to the water being unable to heat completely. The nurse put the device in manual mode with a water target of 40c and water temperature stalled around 30c and drained 500cc from circulation tank then the water began to increase rapidly towards 40c. Mss placed the device back in automatic mode and explained nurse how overshoot could occur and what to watch for. The device had a 0.5c allowable tolerance. They had made some adjustments to the settings for example for high and low patient alerts.